Manufacturer narrative:
The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a pressure sensor autozero failure occurred. The customer ordered solenoid valves to order and replace. The customer received the solenoids valves and performed a replacement. The customer replaced the solenoid valves to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that a pressure sensor autozero failure occurred. The customer ordered solenoid valves to order and replace. This investigation is ongoing.